Manufacturer narrative:
Additional information received via email and attached 09/dec/2021: no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Replaced motor as a preventative measure. The cause of the reported problem was traced to the customer improper cleaning of the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited motor stall. No adverse effects were reported.